Manufacturer narrative:
(B)(4). Although return of the xience v stent delivery system (sds) may have aided the investigation, there was no report of any damage observed to the sds or the stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. Factors that can contribute to difficulty deploying the stent, causing a waist may include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. It is possible that the lesion characteristics contributed to the reported difficulty in fully deploying the stent, thereby preventing proper stent expansion and apposition, though this cannot be confirmed. No patient anatomical information was provided and may have further aided the investigation. It was noted that after the stent was post-dilatated, intravascular ultrasound revealed that the result was good. Therefore, it is unknown how this contributed to the reported patient effects 11 days post-procedure. In this instance, based on the information received with this complaint, the reported difficulty deploying the stent (waist) may have been related to circumstances of the procedure; however, a definitive cause cannot be determined. The lot history for this product could not be reviewed because the lot number was not reported. To ensure this type of occurrence is not a result of a manufacturing or product related deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. A sampling of units is also destructively tested to verify product quality, including functional testing for proper stent deployment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina and thrombosis, as listed in the product instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that 12 days post procedure of a 2.75 mm x 15 mm rx xience v implanted on (B)(6) 2011 in the proximal left anterior descending artery, in-stent thrombosis was found. On (B)(6) 2011: the patient was admitted with non st myocardial infarction, congestive heart failure, respiratory failure, chronic obstructive pulmonary disease. Patient was intubated and medications, including aspirin and plavix, were given through the oral gastric tube. Patient was transferred from a neighboring hospital to (B)(6) on (B)(6) 2011. Post stent implant on (B)(6) 2011, the physician did an intravascular ultrasound (ivus) and said the stent was well apposed, though under expanded, so he post dilated with a 3.0 mm x 12 mm non-abbott balloon dilatation catheter to 12 atmosphere (atm). An attempt with the ivus noted that everything looked good, but the physician could not get the ivus past the distal segment of the stent because there was a large calcium shelf. The patient was extubated from the ventilator on (B)(6) 2011. On (B)(6) 2011 the patient had chest pain with st elevation and was brought to the cath lab where in-stent thrombosis was found. The thrombus was ballooned, then stented with a 3.0 mm x 18 mm rx vision and the patient did fine. The patient did not require re-intubation. Although the physician commented, that perhaps what he saw on (B)(6) 2011 with the second ivus was not a calcium shelf, but rather a dissection; he does not know for sure because the ivus could not get past the distal segment of the stent so this is speculation at this point. In the physician's notes from (B)(6) 2011, he wrote that there was no dissection. Today ((B)(6) 2011) the same calcium shelf was present. The ivus still could not get distal to the stent. No additional information was provided.